Event description:
It was reported that during a da vinci si prostatectomy procedure the site experienced a white image in the left eye view of the surgeon console. The site swapped the camera cable ends in an attempt to the resolve the issue, however, the issue moved to the right side image. Prior to contacting an isi technical support engineer for assistance the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering discovered that the vision issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci si vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.